Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient underwent surgery "to excise the infected mesh due to erosion between the bowel and the mesh and development of an enterocutaneous fistula" however the sample was not returned for evaluation and medical records are not available at this time. Fistula is identified in the adverse reaction section of the instructions-for-use as a possible complication. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2008: the patient had a bard/davol composix kugel, product code 0010204, lot hurb4449 implanted to repair a hernia defect. On (B)(6) 2015: the patient "underwent surgery to excise the infected mesh due to erosion between the bowel and the mesh and development of an enterocutaneous fistula." It is alleged that the patient has suffered and will continue to suffer physical pain and was seriously and permanently injured due to the alleged defective composix kugel.

Manufacturer narrative:
Addendum to the previous report. This supplemental emdr is being sent to provide the correct expiration and manufacture date for the composix kugel mesh.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2008: the patient had a bard/davol composix kugel, product code 0010204, lot hurb4449 implanted to repair a hernia defect. (B)(6) 2015: the patient "underwent surgery to excise the infected mesh due to erosion between the bowel and the mesh and development of an enterocutaneous fistula." It is alleged that the patient has suffered and will continue to suffer physical pain and was seriously and permanently injured due to the alleged defective composix kugel.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2008: the patient had a bard/davol composix kugel, product code 0010204, lot hurb4449 implanted to repair a hernia defect. On (B)(6) 2015: the patient "underwent surgery to excise the infected mesh due to erosion between the bowel and the mesh and development of an enterocutaneous fistula." It is alleged that the patient has suffered and will continue to suffer physical pain and was seriously and permanently injured due to the alleged defective composix kugel. Addendum per additional information provided: on (B)(6) 2008 - patient was diagnosed with incisional hernia in the epigastrium thereby underwent open repair with the implant of composix kugel patch. Per operative notes, ¿dissected the hernia sac, bowel, and omentum away from the underside of the anterior abdominal wall circumferentially. A composix kugel mesh was placed in the peritoneum and then sutured.¿ on (B)(6) 2008 ¿ patient had cellulitis and provided with antibiotics. On (B)(6) 2008 and (B)(6) 2008 ¿ patient visited hospital for edema and erythema. On (B)(6) 2011 to (B)(6) 2011 - patient visited hospital for abdominal pain and bloating. In (B)(6) 2015 - patient developed abdominal pain, abscess around the mesh and treated with antibiotics. On (B)(6) 2015 - patient was diagnosed with subcutaneous abscess, enterocutaneous fistula, infected mesh thereby underwent lysis of adhesions and removal of old mesh. Per operative notes, ¿the subcutaneous abscess was encountered. This contained the percutaneous drain, the drain was cut and removed. At the base of the abscess, identified the mesh. Slowly and gradually, the sutures and mesh were explanted. Patient had an indurated area of omentum with extensive inflammation and two visible fistulas to the small bowel. Extensive lysis of adhesions was completed, the inflamed and infected omentum was removed. A few serosal tears were identified, and these were closed using sutures.¿ attorney alleges that the patient had abscess, adhesions, bowel removal, fistulae, infections, mesh migration, nerve damage, hernia recurrence, pain and emotional injuries.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient underwent surgery "to excise the infected mesh due to erosion between the bowel and the mesh and development of an enterocutaneous fistula" however the sample was not returned for evaluation and medical records are not available at this time. Fistula is identified in the adverse reaction section of the instructions-for-use as a possible complication. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ addendum #1: addendum to the previous report. This supplemental emdr is being sent to provide the correct expiration and manufacture date for the composix kugel mesh. Addendum #2: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 6 years 6 months post implant of composix kugel mesh, patient was diagnosed with abscess, adhesions, abdominal pain, fistula, infection, cellulitis, erosion, inflammation, abdominal pain thereby underwent repair with mesh removal. The instructions-for-use supplied with the device lists adhesions, inflammation as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Updated fields: a2, a4, b4, b5, b6, b7, e3, g1, g3, g6, h2, h6, h10 note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.